Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the ins stopped working sometime in 2021, around august-october. Patient said that during this time, they met with a medtronic rep who tried turning the ins on and it wouldn't turn on. Patient also said they tried to use another programmer and antennae/paddle to connect to ins and couldn't connect (patient no longer has programmer for sn). Patient said once in a while they would get therapy relief and the other problem they had with the ins is that it wasn't MRI compatible. Patient said they would increase stim up to 6.0 or 7.0 and couldn't really feel any stim and didn't get therapy relief. Patient mentioned that the hcp took x-rays of their implanted system to make sure wires were in place and said they were in place. Patient also said that no one ever told them this device was not MRI compatible. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.